Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was unknown. The patient was hospitalized for the event. Treatment was not reported. The cause of peritonitis event was not reported. On an unreported date, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown, however it was reported the event happened in mid (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.